Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto system other companies¿ devices were used in this study: steerable sheath (agilis st jude medical). (B)(4) this product is not returned to bwi.

Event description:
Event description: this complaint is from a literature source. It was reported that with 70 patients with structural heart disease and indication for an ICD as secondary prevention after documented monomorphic vt were enrolled in the ablation group for radiofrequency ablation from 2009 to july 2015. Among them, 1 patient had complete auriculoventricular block. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿long-term benefit of first-line peri-implantable cardioverter¿defibrillator implant ventricular tachycardia-substrate ablation in secondary prevention patients¿ the purpose of this study was to assess the benefit of peri-implantable cardioverter¿defibrillator implant ventricular tachycardia (vt)- substrate ablation in patients with structural heart disease (shd). Suspect device is navistar catheter, however catalog and lot number is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.